Event description:
During a gastric bypass procedure, the device failed to open after the first firing. The surgeon manually opened the jaws by retracting the plastic collar with heavy graspers. Another like device was used to complete the procedure. Fifteen minute delay occurred. There was no patient consequence.